Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, "the devices malfunctioned and the tip of the devices did not close properly." Another device was used to complete the procedure. There was no adverse consequence to the patient.